Event description:
It was reported that the manager of the patients group home alleges the client was on the bus and they saw smoke, the floor of the bus was melted and the bottom of the chair is damaged. The dealer states the manager alleges the chair caught in fire. The dealer isn't aware of anything else. The dealer states that someone is suppose to bring the chair in today and he will know more. The dealer states that he knew that the joystick was damaged but he isn't sure what could have caused it. The dealer states he is not aware of any injury to the patient. 1-3 years of use. No additional information at this time.